Event description:
It was reported that during preparation for a pci procedure, the stent came off of the liberte' monorail coronary stent delivery system following removal of the product mandrel. No force was used during removal of the liberte' monorail delivery system from the packaging hoop. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is listed as "good".